Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the merlin transmission demonstrated that the device was in backup vvi mode. The patient presented into clinic and it was confirmed that the device had been in backup vvi mode. The device was restored to normal operating settings. The patient was asymptomatic and not dependent.